Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corp on march 1, 2007, that during a placement of an ultraflex stent system, the "stent was partially deployed when the suture coudl not be pulled"; therefore, the stent could not be fully deployed. The device was removed and the procedure was successfully completed using another stent. The pt's condition was reported as "stable".